Manufacturer narrative:
(B)(4). G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee replacement a polyethylene insert did not lock into the tibial baseplate. A second insert of the same size was opened intra-operatively and locked properly. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.